Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the reported event date of 7/19/24 was reviewed, and no event matching the complaint description was found. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Upon review of the device data the ilet was operating as intended. There is no event matching the complaint description. Without an exact date and additional information about the event, we are unable to perform a complete evaluation of the event and determine an assignable cause at this time.

Event description:
On 7/19/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The exact event date was not reported but is estimated to have occurred on (B)(6) 2024. It was reported that the user experienced a hypoglycemic event that led to a seizure. The user's family administered glucagon and called 911. The user was taken to the ER, evaluated, and released later that night. The event occurred after the user, who is typically active due to work as a landscaper, announced a meal and consumed a regular soda, but continued to experience a rapid drop in bg levels, reaching 39 mg/dl before the seizure occurred. The user has continued using the ilet. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.